Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) went onsite and found that the system did not start up properly when the power was turned on first thing in the morning, the pc (host pc) that controls the device was not running. The fse did the diagnosis by connecting a pc with a diagnostic tool and found cmos battery to be defective. To resolve the issue, the fse advised the customer to press the front button on the pc. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.